Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported during a case the automated impella controller was during on an error message displayed indicating to do not use; replace impella. It was noted the procedure outcome was unknown; it is also unknown if the device was replaced as a result of the reported event. There was no harm to the patient reported, and no further information was provided.

Manufacturer narrative:
Data analysis: the case before the complaint date, there is consistent pbm1 communication issues through 5/14. The console was next booted up at 9:21 on 5/21 with continued communication issues but the console was automatically shut down due to no user interaction 30 minutes later ((B)(6)). The console was booted up again at 10:14 but shutdown by the user five minutes later. Neither of these boot ups had any alarms to the user outside of ac power disconnected despite the pbm1 communication issues. Device analysis: the pbm1 communication issues were reproduced but like in the field, there was no alarms ((B)(6)). The pbm was taken out and examined but there was no evidence of what could have been causing the pbm1 comm issues. A known-good pbm was inserted and the pbm comm issues went away. Root cause: there was no evidence of a controller error in the logs. Repair: please precautionary replace the pbm (0042-1125) due to the pbm communication issues, then perform sections 18, 19, and 20 of the pm procedure (0042-7309) and functional check (0042-7316) on (B)(6).